Event description:
A customer contacted baxter's global technical service center requesting a swap of a compact exchange device ii (cxd). The care giver stated that the cxd won't spike the bag and it keeps getting stuck. The cxd was to be returned to baxter for evaluation. There was no patient injury or medical intervention indicated at the time of the reported incident.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
(B)(4). The customer report of the compact exchange device (cxd) will not spike the bags was confirmed and duplicated during testing. A spike and unspike test operation was performed. The device spike carriage was determined to be sticking with accumulated fluid residue and would not rotate back from right to left in order to complete the spike operation. The assignable cause for the reported issue was determined to be fluid residue. The device is non-serviceable and will be destroyed. The device will be forwarded to be destroyed. A labeling review was performed and found to be adequate. The instructions state solution seepage should be avoided as it can affect the proper operation of the unit. The instructions further state weekly cleaning should be performed to remove residual solution following the procedure outlined in the rinsing/cleaning procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor these reports to determine if further actions are required.